Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative troponin I (tni) results on triage profiler sob test vs. Pathwest laboratory test using troponin t. Caller noticed that on a few patients, there was a false negative with regards to the troponin I in comparison with the pathwest testing of troponin t. For example today via pathwest, a troponin t test was positive while the triage test result was negative. The first test was done on a triage meter using an edta tube and the second test via pathwest was run less than 30 minutes later using a lithium heparin tube from the same patient. The third test was performed 4 hours after the first test using exactly the same vial as the first edta tube, but using a test cartridge from a different box both giving the same negative result while pathwest result was positive.